Event description:
Additional information received reported that as a result of the already reported pocket fill event, the patient experienced dizziness. The patient outcome was "recovered" for dizziness and not reported for medication error. Seriousness was assessed as non-serious. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a refill procedure the patient was accidently administered "the complete dosage of 80 mg subcutaneously instead of into the pump reservoir." No adverse event had been report as of the date of this report. The patient was hospitalized for further surveillance. The event's seriousness, causality, and outcome were not reported. The device system was used to deliver lioresal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)